Event description:
It was reported that the right atrial lead exhibited low impedance and noise. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.